Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.h6. Health effect- clinical code (e): 4581- shallowing of ac. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and significant reduction of ica. In a separate surgery the lens was explanted and replaced and the problem was resolved. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.